Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Regulatory agency reported that the gas dose injected in two pts was too high during surgery. Nurses mixed 100% gas instead of 15% and as a result of the event, pts experienced unbearable pain and total blindness for several days. Additional information was received; the system delivered undiluted intraocular gas causing extremely high intraocular pressure for both pts. According to the surgeon it led to that both pts had no lightsensing in the eye and choroidal detachment. Additional information was received from the hospital; pt's identifiers were provided. This case concerns a male pt who underwent surgery on (B)(6) 2014. The affected eye was the left eye (os).